Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that within the last month patient noticed a couple of times that their implant battery depleted faster than usual. Pt said they charge their implant everyday. Pt said that yesterday they charged their implant to 100% and by last night, the implant battery was low. Pt said that wasn't right. Pt said that the implant battery usually lasts all day and through the night and by the next morning the implant battery would show low or "dead". The patient was redirected to their healthcare provider to further address the issue.